Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a trial patient. It was reported that the interstim immediately controlled her bladder but she had some bowel issues. She became constipated for a few days. It seemed to regulate into every other days but the night after the trial ended and the leads were removed, she experienced massive diarrhea really liquid and thought fluid was building up in her body. She experienced hot and uncomfortable skin on the left side. Her right leg and knee were very swollen during the trial. She had pain and could barely walk and possibly had fluid building up in her leg. She did not know if it was sciatic nerve pain and wondered if it came from interstim. She was informed by manufacturer representative (rep) that it could slip, the pain got worse during the trial. It did not get better when she switched stim to the left side. It was indicated the left side was ineffective even after increasing stim to high level, so it was only on the left overnight. It was also reported that she had arthritis, was bone on bone. She had sciatica symptoms and neuropathy, so she was not sure if her swollen right leg was due to these conditions or due to interstim. Patient stated the left hand lead side that felt hot uncomfortable but once the hcp took it out , she was uncomfortable on that side for 3 days, then it suddenly went away.